Manufacturer narrative:
The manufacturing date for the reported device is prior to (B)(6)2016 so no UDI required. A philips remote service engineer (rse) spoke with the customer. The error was noticed when trying to integrate the monitor into the central monitoring of the stroke unit. Due to the monitor defect, integration was not possible. The rse confirmed that the speaker should be replaced. However, the device has been end of life (eol) since (B)(6) 2022. Spare parts are no longer available for this type of monitor, so repair is not possible. The customer was informed by email and the device remains out of use. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp30 indicating that the monitor showed an error message "speaker failure". It is unknown if the device produced sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.